Event description:
It is reported that the pt found out about the recall through an advertisement. She contacted her surgeon who confirmed that she has a recalled implant. The pt has had pain associated with the implant since her initial surgery and continuing to the present. The pt reports there was also some lateral numbness and hypersensitivity of the hip extending down to the knee and lost range of motion. The pt has been referred to a pain clinic. In (B)(6) 2012, the pt discovered a lump in her groin. Ultrasound and MRI tests of the mass are incontinence. The pt will f/u with her surgeon.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.